Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump all buttons were not responding. The customer blood glucose level was 95 mg/dl. Customer states the insulin pump was neither dropped nor exposed to moisture. Customer states block mode was inactive. Customer states an alarm was in progress at the time the button was unresponsive. Troubleshooting stopped since customer request for a replacement. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with unresponsive all the buttons due to keypad connector unlocked.